Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and became unresponsive. The customer removed the battery for several hours. The caller did not know the blood glucose reading. The caller was advised to replace the insulin pump and a request was made to have the device.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump had cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and cracked lcd window.